Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported, through legal correspondence, that during a coronary drug eluting stenting treatment procedure, balloon deflation and withdrawal difficulties occurred "causing permanent and serious injuries". Per the physician's notes, the patient "had a significant complicated coronary anatomy of the 50% left anterior descending (lad) artery". Patient has had "2 CABG". The graft of the lad and the circumflex are occluded. The patient had a totally occluded lad. A procedure had been performed earlier, however, no information was provided regarding that procedure. An xb 3.5 guide catheter was positioned in the left main and the wire was t'd across the lesion. A 2.5x15mm maverick balloon was inflated to 15 atm's. A taxus express2 2.5x16mm drug eluting stent was positioned and inflated to 9 atm's and then 12 atm's. The taxus stent would not advance and it would not come back. The physician went on to inflate and deflate the balloon several times before pulling negative. The physician also tired to use a syringe, pulling negative pressure. The balloon would not come down. The catheter was then disengaged from the left main and the guide catheter was positioned out into the aorta. A significant traction was required before the balloon released from the stent. The wire came out with the delivery system. Patient tolerated the procedure well. Per the legal correspondence the serious injuries the patient suffered included infection, chest pain, dyspnea, mi, congestive heart failure, weakness and fatigue. Additional information is currently not available.